Event description:
The device was used during a tfc fusion cage explantation. Reportedly, the right cage was removed for lateral intrusion on the pedicles. The hosp has reported the pt's condition is satisfactory.